Event description:
It was reported that during a ptca procedure to treat a vein graft, the hub of the guide catheter was torqued approx 1 to 1 1/2 rotations when the tip was found to be unresponsive. The hub was rotated back to unload the torque and the shaft fractured. The location of the fracture was inside the introducer sheath. Hemostats were used to clamp the distal portion of the guide catheter inside the shaft and was retrieved when the sheath was removed. Reportedly there was no pt injury.